Event description:
It was reported that halfway through a resection of the femoral head, the device broke off. The broken piece was wedged into the femoral head. A pliers was used to "yank out" the piece from the femoral head. Another device was used to complete the procedure. There was no patient injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
The device is a class I exempt device. The device was not returned to the MFR as of the date of this report. A follow up report will be sent if the device is received.